Manufacturer narrative:
One catheter was returned with a monoject limited volume syringe for evaluation. A non-edwards contamination shield was seated to the catheter from 50cm to 100cm and a non-edwards introducer was seated from 35cm to 50cm area of the catheter. The contamination shield and introducer were removed from the catheter for evaluation. An indentation was found 99cm proximal from the tip, where the contamination shield valve is located. Customer report of temperature measurement issue was confirmed. The thermistor read 32.3 c when submerged into a 36.9 c water bath. The thermistor and thermal filament circuit were continuous; there were no open or intermittent conditions. Both thermistor and thermal filament connectors were opened and found no visible inconsistencies. Continuity testing of the thermistor resistor found the resistance value of 10292 ohms to be slightly out of the allowable specification. No visible inconsistencies were observed on eeprom data. All through lumens were patent without any leakage or occlusion. The balloon inflated clear, concentric and remained inflated for more than 5 minutes without leakage. No visible damage was observed on the catheter body or returned syringe. Visual examinations were performed under 10x magnification. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. The customer report was confirmed to be related to the manufacturing process. An investigation has been initiated to determine the root cause and implement any necessary corrective actions.

Event description:
It was reported that "inaccurate blood temperature measurement was observed during use and it was unable to obtain cco. The blood temperature indicated on the monitor was 30.7 degrees c while the rectal temperature was over 36.0 degrees c. The customer suspected a problem with the thermistor and injected cold saline from the proximal injectate lumen. Then the blood temperature readings went down slightly which indicated that the thermistor was not disconnected. It became able to obtain cco when the patient was moved to ICU after surgery. However, the blood temperature was 32.5 degrees c while the rectal temperature was 37.5 degrees c and that indicated the drift of temperature readings." No patient injury was reported.